Event description:
A 2.5mm diameter x 12mm length endeavor otw drug-eluting coronary stent delivery system was inserted into a pt for the treatment of an rca lesion. The vessel morphology was not reported. It was reported that the physician swapped 7 to 8 guides throughout the procedure. The physician inserted the endeavor delivery system but could not cross lesion. The system was removed and put on a table. The physician put in 2 additional 2.5x30 endeavors. The physician then re-attempted with the 2.5x12 endeavor but could not visualize well and pulled the stent system out. The physician put a different guide in and re-inserted the 2.5x12 endeavor stent and inflated with a balloon. The physician could not see the impression of the stent on the balloon and realized it had dislodged. It was reported that the physician was unsure where or when the stent dislodged from the balloon, nor whether it dislodged inside or outside the pt. An exhaustive search was done, including an MRI, and the stent was not located. The pt was reported to be fine.

Manufacturer narrative:
Evaluation: results: lack of info (device not returned, no cds, films or operative reports were provided). (Difficult vessel). Evaluation: conclusion: lack of info (device not returned, no cds, films or operative reports were provided).